Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: unknown. According to the reporter: the surgeon fired the stapler, but the stapling was bad. He tried to hand-suture the tissue which had damaged and bled with ppceea stapler. The operating room time was prolonged, but there was no patient injury. Additional information was received on (B)(6) 2011. The surgeon never mentioned blood loss, but was sure the event happened due to the product problem. Operative time was extended, but he never mentioned a specific time line. There was no unanticipated tissue loss, the incision was not extended by more than one inch, nor was the procedure converted to an open procedure.